Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (5000 mcg/ml at 800 mcg/day), clonidine (1000 mcg/ml at an unknown dose), and bupivacaine (10 mg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that on (B)(6) 2018 the patient went to the emergency room (ER) because of intense pain from postherpetic neuralgia due to shingles. The patient had pain from the middle of her stomach to the middle of her back. The patient was hearing a non-critical alarm. The emergency room gave the patient a 2mg dilaudid injection and 15mg morphine pill. The ER diagnosed narcotic withdrawal. They also reported the patient's personal therapy manager (ptm) would not administer a bolus. The caller noted the patient's refill date was not until (B)(6) 2018. No further complications were reported. Additional information was received from a consumer via the manufacturer¿s representative (rep). It was reported that the pain pump is empty. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the cause of the empty pump was due to the personal therapy manager (ptm) being overused and that the patient had previously been educated to lessen her use of the ptm. It was reported that the hcp had previously increased the concentration of the drugs in the patient's pump to decrease the use of the ptm. The hcp noted that the patient was admitted to the hospital due to the empty pump and withdrawals. No further complications have been reported as a result of this event.